Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: patient presented with following pre-op diagnoses: degenerative disk disease of l5-s1 with vertical instability at l5-s1, chronic back pain. Status post previous herniated nucleus pulposus l5-s1 on the left with status post discectomy. For which, patient underwent following procedures: anterior interbody fusion l5-s1 using femoral allograft size 12mm. Anterior antral fixation with spinal USA size 21 mm anterior plate and 45 mm screws. Fusion graft using bone morphogenic protein. Fluoroscopic utilization for localization and placements of grafts and fixation. Anterior retroperitoneal exposure for anterior interbody fusion at l5-s1. Per op notes, spacers were used size 12 gave the best fit. At this point, surgeon prepared allograft. They had bmp that had been soaking and preparing. Once they had set adequate amount of time, surgeon rolled this and placed it loosely into bone graft. With the bone in position, surgeon inserted this and countered it approx. 3mm. It was checked and was in good position. Once this was placed, with the bmp inside, surgeon laid the bmp on the side of the allograft anteriorly. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.